Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The clamp driver was returned to the manufacture for evaluation for evaluation. After visual/physical examination the reported issue was confirmed the tip of the returned driver was bent and twisted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the suretrak driver had a bent tip. No patient was present at the time of the event.